Event description:
As reported, during the stenting procedure, a .014 4.0x20 aviator balloon and a 5x15 palmaz blue stent were used, and after the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting. The right renal artery was the target. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82257943 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the stenting procedure, a .014 4.0x20 aviator balloon and a 5x15 palmaz blue stent were used, and after the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. During the product evaluation, the distal tip was found to be frayed/split/torn. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting. The right renal artery was the target. The devices were stored per the instructions for use (IFU). There was no damage noted to the packaging of either device. There was no difficulty while removing the aviator from the packaging. There was no anomaly noted to either device before removing the device from the packaging. There was no difficulty removing the balloon from the hoop, removing the balloon cover, stylet, or any of the sterile packaging components. The device will be returned for evaluation. Addendum: product evaluation of the aviator plus balloon catheter revealed a puncture on the strain relief of the device.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 3007635982 2024 00179. Complaint conclusion: as reported, during the stenting procedure, a .014 4.0x20mm 142cm aviator plus balloon percutaneous transluminal angioplasty (pta) catheter and a 5x15mm palmaz blue stent on an aviator plus 142cm stent delivery system were used. After the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. During the product evaluation, the distal tip was found to be frayed/split/torn. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting, and the right renal artery was the target. The devices were stored per the instructions for use (IFU). There was no damage noted to the packaging of either device. There was no difficulty while removing the aviator from the packaging. There was no anomaly noted to either device before removing the device from the packaging. There was no difficulty removing the balloon from the hoop, removing the balloon cover, stylet, or any of the sterile packaging components. A non-sterile unit of ¿blue/aviator plus 5x15/142p pkg¿ was received for analysis. Per the visual inspection, the forming tube, the needle, and the stent were included in the shipment. A thorough inspection was performed on the unit, observing that the balloon presented a torn condition. Also, the distal tip presented a frayed condition. The stent did not present any damages or anomalies. No other outstanding details were noticed. Per microscopic analysis, the distal tip was inspected with a vision system to obtain a magnified image of the damage. The unit presented evidence of scratch marks, elongations, fatigue lines, and plastic deformations. These types of damages are commonly caused during the interaction of the material with an unknown sharp object, causing mechanical damage. Therefore, it is likely that the distal tip was induced to a force that exceeded the material¿s yield strength prior to the fraying. It is very likely that the same factors that caused the observed damages could have led to the frayed condition found on the received unit. Additionally, the balloon was inspected with the vision system to obtain a magnified image of the damage. The balloon surface presented evidence of scratch marks located on the surface of the sections near the torn borders. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the surface near the torn border area was affected with a sharp object from outside of the device. No other anomalies were observed. A scanning electron microscopy (sem) analysis was not performed as the damages associated with the frayed condition of the distal tip and the tear observed on the balloon were visible with the magnification obtained with the vision system. The product history record (phr) review of lot 82257943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿distal tip-frayed/split/torn.¿ however, the exact cause of the damages noted could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors during prep likely contributed to the damages noted as evidenced by the scratch marks noted on the balloon, and the scratch marks, elongations, fatigue lines, and plastic deformations noted on the distal tip found during product evaluation. Therefore, it is likely that the distal tip was induced to a force that exceeded the material¿s yield strength prior to the fraying. It is also likely that the balloon damages were caused during an interaction of the material with a sharp object or mechanical damage from outside of the device. According to the IFU, which is not intended as a mitigation, it warns, ¿do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked as this may result in shaft breakage. Instead, prepare a new stent system.¿ the IFU also cautions, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Do not attempt to remove or readjust the stent on the delivery system.¿ the IFU also instructs during preparation of the stent system, ¿remove the inner package from the box. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp.¿ neither the product analysis, nor the phr review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2. A3, b5, g3, g6, h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the stenting procedure, a .014 4.0x20 aviator balloon and a 5x15 palmaz blue stent were used, and after the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting. The right renal artery was the target. The devices were stored per the instructions for use (IFU). There was no damage noted to the packaging of either device. There was no difficulty while removing the aviator from the packaging. There was no anomaly noted to either device before removing the device from the packaging. There was no difficulty removing the balloon from the hoop, removing the balloon cover, stylet, or any of the sterile packaging components. The device will be returned for evaluation.